Event description:
It was reported that during use of the bmw universal ii guide wire, it separated. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. There was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling. B3: date of event/procedure estimated as on (B)(6) 2023. D4: the UDI is not known as the part and lot number were not provided.